Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that catheter removal difficulties and stent dislodgement occurred. The target lesion was located in the proximal circumflex (cx) artery. After the lesion was predilated, a 2.50x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device was unable to pass thru a previously implanted non-bsc stent in the left main (lm) artery. The physician then removed the device from its location in the distal lm and ostium of the cx, however, resistance was felt when pulling back the stent delivery system (sds). The catheter was retrieved completely into the guiding catheter but it was noticed that the stent had dislodged from the (sds) and was located within the proximal lm artery. The dislodged stent was successfully retrieved and removed from the patient using a using a non-bsc snaring device. Post angiography was performed and showed intact lm and cx arteries. The procedure was completed with further dilation of the lesion where the stent was stripped from the stent delivery system. Post dilation intravascular ultrasound was also performed to assess the lesion demonstrating no dissection and greater expansion of the previously placed stent within the lm. The patient was then brought back to the holding area pain free. No patient complications were reported and the patient's status was stable.